Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "(B)(6) called in to complain about a recurring problem with the sapphire device power cords. He stated that he has 6 of them which had the top and bottom end of the cords are broken at the glue line. Last month, a nurse was reportedly electrocuted while plugging the damaged power cord to a power outlet. Delay in therapy: no. Need for medical intervention: no. Human harm: yes. Details: a month ago, a nurse was electrocuted plugging a damaged power supply cord to a power outlet."